Event description:
Doctor reported that a file separated in canal during procedure. The separated piece was successfully retrieved and the canal was filled per normal procedure. There was no report of pt injury.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. It was reported that the file was used two or three times, a factor that may have contributed to the event.